Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and the customer-reported complaint was confirmed. Failure analysis found the primary failure of insulation damage to the conductor wire to be related to the customer-reported complaint. The fenestrated bipolar forceps was found to have damage to the conductor wire¿s insulation. The instrument passed the electrical continuity test. The wires were found to be exposed within the insulation. There was no material missing. There were no signs of thermal damage. The complaint regarding tip issues was defective was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had insulation damage on the instrument tip. There was no patient involved. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting insulation damage on the fenestrated bipolar forceps instrument, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had insulation damage with no further information. The reference to the insulation defect can be referring to insulation damage on the conductor wire. If insulation is damaged and bare wire is exposed, there is a potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.